Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. Also noted was a shocking or jolting sensation. The patient turned the programs up as high as she could and it felt like "shocks". There was no known accident or incident related to this issue. The symptoms were noted about 1-1.5 weeks ago. The patient did trip while carrying a big rock 2012 (B)(6). The patient had tried all programs and had no relief. The patient turned ins off until she is able to talk to someone about her ins. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model # 3093-33, lot # v487997, implanted 2011 (B)(6), explanted; programmer, model# 3037, lot # njd131131n. (B)(4).